Event description:
Procedure type: lap chole. According to the reporter: while in use, the clip broke in two pieces and fell into the cavity. The pieces were retrieved, but surgery was extended more than 30 minutes. The surgeon used another device. No bleeding. Nothing fell into the pt cavity. No tissues damaged. No pt info available.

Manufacturer narrative:
Date of initial report sent: 09/10/2009.